Event description:
Caller reported mobile system blood glucose results of 25.5 mmol/l, 9.1 mmol/l, and 11.9 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).